Event description:
A customer reported pump quick bolus/wake button is difficult to press and/or requires multiple presses to turn on pump screen. There was no adverse impact on the customer¿s blood glucose level. A replacement pump was sent.